Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system upgrade procedure, the lead's helix would not unscrew. It was noted that the lead was damaged during explant. The system was successfully upgraded.